Event description:
It was reported a patient underwent a hip resurfacing procedure on (B)(6) 2004. Subsequently, the patient was revised on (B)(6), 2013 due to an unknown reason. The acetabular component and head were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported a patient underwent a hip arthroplasty procedure on (B)(6) 2004. Subsequently, the patient was revised on (B)(6) 2013 due to an unknown reason. The acetabular component and head were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components. Malalignment of the components or inaccurate implantation may lead to excessive wear and/or failure of the implant or procedure." Examination of returned device found no evidence of product non-conformance. During the material analysis, it was noted, the components appeared to show evidence of subluxation of the joint, abrasion by third body particles entering the joint and taper fretting.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.